Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode prior to being implanted. Technical services (ts) recommended the device be removed from the inventory and returned. This device was not implanted and has not been received for investigation. No adverse patient effects were reported.